Manufacturer narrative:
The customer reported that environmental conditions outside of their facility (high winds) knocked out power to the uninterrupted power supply (ups) that the central nurse's station (cns) was connected to, causing an ungraceful exit. They were able to restore patient monitoring using a spare cns. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor: model #: bsm-6301a serial #: (B)(4) input unit: model #: ay-631p serial #: (B)(4)

Event description:
The customer reported that environmental conditions outside of their facility (high winds) knocked out power to the uninterrupted power supply (ups) that the central nurse's station (cns) was connected to, causing an ungraceful exit.

Manufacturer narrative:
Details of complaint: the customer reported that environmental conditions outside their facility (high winds) knocked out power to the uninterruptable power supply (ups) that the central nurse's station (cns) was connected to, causing it to shut down. They were able to restore patient monitoring by switching to a spare cns. No patient harm was reported. Investigation summary: the abrupt power loss resulted in hard drive failures that led the customer to request assistance with replacing the hard drives. A few days later, the customer was able to boot up into windows and to the cns application. The customer needed the software registration code. No information was provided regarding how the user was able to boot back up. It's presumed that the hard drive failure was limited to the data corruption and not hardware failure. Hard drives are also recommended to be replaced every two years or 20,000 hours of service to ensure optimal performance. Service history for this serial number shows this is an isolated incident. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that environmental conditions outside their facility (high winds) knocked out power to the uninterruptable power supply (ups) that the central nurse's station (cns) was connected to, causing it to shut down.